Event description:
The incident was reported by the user's mother, no additional information has been made available as of the date of the report. It is reported that the patient experienced eye inflammation within one week of use with a newly opened contact lens and was prescribed an unspecified medication. Since on set, the patient has been seen for eight hospital visits and is left with a scar on the cornea and the incident is unresolved. Cultures of the eye and contact lens were taken at the hospital, and it is reported that two unspecified bacteria were identified. It is reported that this is a frequent replacement (monthly) soft contact lens manufactured by coopervision, the device has not been specified by the reporter. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information and unknown resolution.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.